Manufacturer narrative:
(B)(4). The fisher & paykel healthcare flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc800 nasal mask is designed to be used with the flexitrunk interface. The complaint bc800 flexitrunk infant nasal mask was not returned to fph for investigation. Our analysis is accordingly based on the additional information provided by the hospital and our knowledge of the product. Further information received from the hospital revealed that the reported fault was a general observation as they noticed an increase in the disconnections of the flexitrunk nasal masks (bc800, bc801, bc802 and bc803) from the frames while being used on patients; however, no specific incident or patient harm was reported. A lot check was not performed as lot information was not provided. Without the complaint flexitrunk nasal masks, we were unable to determine what had caused the problem reported by the hospital. The user instructions that accompany the flexitrunk infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices, as well as how to determine the right size of bonnet and mask to be used on a patient. The user instructions also instruct the user to "connect prongs or mask to nasal tubing ensuring that it is inserted fully."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc800 flexitrunk infant nasal mask was disconnected from the frame while being used on a patient. No patient consequence was reported as a result of this incident.